Event description:
It was reported that syringe 5ml ls emerald broke. The following information was provided by the initial reporter: while putting on needle end of syringe snapped off.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 5/26/2021. H.6. Investigation: one sample was received by our quality team for evaluation. Upon visual inspection of the sample, the broken syringe tip was observed, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with damaged parts like the tip of the barrel. Therefore, the syringe may have been damaged due to a blockage during the primary packaging process and then not detected by the primary packaging machine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ls emerald broke. The following information was provided by the initial reporter: while putting on needle end of syringe snapped off.